Manufacturer narrative:
Customer has been a merge healthcare customer since 2004. Computer was determined to require replacement.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received an allegation from a customer regarding the ability of the capture station maintaining functionality. This issue resulted in a delay in diagnosis and treatment as patients had to be rescheduled. It was further reported by the customer that no patient harm occurred as a result of the delay that was determined to be a database connection issue. The issue was related to the eye station pc's hard drive and a new computer was required for complete resolution of the issue. (B)(4).